Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely the polymer coating on the wire became damaged during advancement perhaps related to the moderate calcification and the heavy tortuosity. The peeled polymer would reduce the clearance between the catheter ID and the wire inducing the difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified and heavily tortuous lesion in the popliteal artery. The command es guide wire was used in the procedure however the coating was stripped off, causing the guide wire to become entrapped within the balloon catheter. The entire system was removed together and no portion of the guide wire was left in the patient. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.